Event description:
In 2005 the lay reporter's family member contacted lifescan (lfs) allerging that the pt had some problems with her one touch ultra meter. The medical affairs specialist (mas) mailed a letter two days after since family member could not be reached by telephone for further clarification. The family member mentioned that the date /time reverted "back to 1/2 and to 12:00am". She mentioned that the pt was feeling sick and because she was sick and was unable to test on the meter due to the date/time issue, the family member checked the pt using the ketone strips. When she checked pt's urine it showed a large amount of ketones. The patient then flushed her system out by drinking water until she had a low trace of ketones. She checked herself every 20 minutes. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how many days she was experiencing the issue with the meter and if she sought any medical attention. Customer care agent (cca) was unable to resolve the issue and sent the patient a replacement meter.